Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced inaccuracy in cgm readings during an extreme low (cgm 147 mg/dl, bg 31 mg/dl). Pt's roommate found her unconscious and administered glucagon. Paramedics took pt to the hospital where she was given further medical attention. Pt reported that she was fine at the time of her call to dexcom technical support.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.